Event description:
A malfunction alarm occurred with code malf 12, but there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the customer through resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and instructed to call back if the issue reappeared.